Event description:
Caller states that during correlation of the device, the pt tested 3.2 inr on the device while a comparison lab returned as 2.35 inr. Pt 2 reportedly tested 2.9 inr on the device while a comparison lab returned as 2.13. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.